Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed but the customer could not hear it. The customer indicated that they do not hear any audio, beeps or feel any vibration alarms from the pump. The customer performed the self test and the test passed. Customer does not recall any significant events leading to the error. Customer's blood glucose was 498 mg/dl at the time of incident. Troubleshooting was done for pump but customer was advised to monitor pump that the device would be replaced and to return the product for analysis.